Event description:
According to an 08/14/03 distrbutor, a "pigg was inserted because endoscopy was not a viable option," possibly because of previous oral surgery. The report also said that a mic peg separated during traction removal and it became necessary to remove the internal retention dome with an endoscope. The pt tolerated the procedure well. Ballard medical products has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.